Event description:
It was reported that the pump was flipped and at the last refill the reservoir came back fuller than expected. Diagnostics included x-rays the patient was referred for a pump pocket revision and possible catheter replacement. The patient status at the time of the report was indicated as alive, no injury. On (B)(6) 2015 it was reported that the patient had the pump revision done. No drug or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).